Event description:
The report stated that during a surgery, after a complete sealing cycle with a confirmed and tone, oozing bleeding was found. The procedure was completed with this device. The patient was monitored after surgery and recovered well.

Manufacturer narrative:
The incident device has not been returned for evaluation. If the device is returned a follow-up report will be submitted. This incident will be tracked and trended through our normal complaint process.